Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. Refer to MFR report #3005099803-2008-06323 for details regarding the first device. It was reported to boston scientific corporation that when bowing an autotome rx sphincterotome device, the cutting wire had snapped. According to the complainant, the device was replaced with another autotome rx sphincterotome device and the procedure was completed without any patient complications. The patient's condition at the conclusion of the procedure was reported to be "stable."